Manufacturer narrative:
Report of a failing edwards aortic bioprosthetic valve due to stenosis and calcification; patient underwent an implant of a transcatheter valve inside the subject failing valve (valve in valve). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the reported calcification cannot be confirmed and the root cause of this event cannot be conclusively assigned. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported by hospital via sales that an edwards surgical aortic valve required intervention due to calcification and stenosis (peak gradient of 100 mmhg); the patient underwent an implant of a transcatheter heart valve inside the subject surgical valve (valve in valve). Patient was reported as stable post intervention. The implant duration of the subject valve was not provided. Patient medical history includes: history of drug abuse and endocarditis, mitral and aortic valve disease, ckd, pulmonary hypertension.